Manufacturer narrative:
It was reported that patient underwent removal of previously placed mesh on (B)(6) 2008 concurrently with the mesh implant, due to erosion and mesh was improperly placed.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent posterior colporrhaphy.